Event description:
The doctor was withdrawing the blade after making a small incision and noticed silver dust around the wound. He said that he would describe it as silver glitter. He touched the blade and a piece broke off. He said that it looked as though there was a residual piece of metal left on where the blade becomes rigid toward the handle. He said that it was a piece looked like it should have been ground off.